Event description:
It was reported that the patient's leads had migrated. Surgical intervention is pending.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number: 1627487-2024-12694. Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which l4 lead was explanted and a portion of the l3 lead was explanted. The l3 lead was not fully explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.